Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service repair technician indicates that a Puncture on cable and Failed water leak test was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.